Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 1.7 mg/ml at an unknown dose rate via an implantable pump. It was reported that an overdose was suspected. After a pump refill the patient was exhibiting confusion and signs of overdose. The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only)the patient was given narcan and the patient responded. The patient has a 20 ml pump and when they aspirated the pump after the refill, they were only able to aspirate 17 ml. It was noted that the nurse who refilled the pump was experienced and the patient was thin. The nurse described the refill as a "textbook" refill. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the healthcare provider via a manufacturing representative (rep). It was suspected a partial pocket filled occurred. Additional information was received from the manufacturing representative (rep). The rep reported they were informed of the event by the nurse practitioner. It was unknown what caused the three ml discrepancy observed after the refill and the reported confusion. However, as noted above, a partial pocket fill was suspected it was reported the patient responded well to the narcan and the issue was resolved. The patient was doing fine. It was confirmed the information provided had been confirmed with the physician/account.

Manufacturer narrative:
H6: device code c62882 is no longer applicable for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.